Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No prime fill anomaly noted. No gap between the piston and the test reservoir noted. No moisture damage noted on the electronics assembly. All operating currents tested within the specification range and passed off no power test. The insulin pump was tested with a water fill test reservoir, several boluses were programmed and delivered and the units left at the display properly and match units left on the test reservoir. The pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting. The customer stated that the drive support cap appeared normal. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.